Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
Please disregard the MFR report # 0002249697-2014-04749. Please note that this event is duplicate of stryker report MFR. Report # 9616680-2012-00411.

Event description:
Letter received from (B)(6) advising that they are acting on behalf of a patient who wishes to initiate a product liability claim against stryker in relation to the alleged premature failure of a metal on polythene hip. The solicitor has advised that the patient has allegedly suffered from an adverse reaction to metal debris. The solicitor has reported that the patient was fitted with a stryker accolade polyethylene liner, a stryker lfit v40 femoral head and an accoldade tmzf stem. No further information has been received.

Manufacturer narrative:
This legal case is a continuation of an event previously reported under 9616680-2012-00411. Reported event: an event regarding abnormal ion levels involving a v40 cocr lfit head 44mm/-4 was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because insufficient medical records were received for review with a clinical consultant. Further information such as patient information, operative report, need operative reports, serial x-rays, examination of explanted components and past medical history are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Letter received from pryers soliciotors llp advising that they are acting on behalf of a patient who wishes to initiate a product liability claim against stryker in relation to the alleged premature failure of a metal on polythene hip. The solicitor has advised that the patient has allegedly suffered from an adverse reaction to metal debris. The solicitor has reported that the patient was fitted with a (B)(4) accolade polyethylene liner, a (B)(4) lfit v40 femoral head and an accoldade tmzf stem. No further information has been received.

Event description:
Letter received from (B)(6) advising that they are acting on behalf of a patient who wishes to initiate a product liability claim against stryker in relation to the alleged premature failure of a metal on polythene hip. The solicitor has advised that the patient has allegedly suffered from an adverse reaction to metal debris. The solicitor has reported that the patient was fitted with a stryker accolade polyethylene liner, a stryker lfit v40 femoral head and an accoldade tmzf stem. No further information has been received.